Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed they could continue to use the pump and was advised to report if the malfunction code appeared again.